Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. Customer stated that insulin was squirting our during priming. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor system alarm and prime/fill anomaly due to motor error alarm.